Event description:
A customer reported that a pt experienced a slight thermal injury during a cataract with intraocular lens (iol) implant procedure. The case was able to be completed, and no suture was required to close the wound. Add'l info has been requested.

Manufacturer narrative:
The customer did not request service; however, the customer is returning the handpiece for eval. Info regarding product eval is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).